Event description:
During the reporting of an unrelated alarm, the caregiver (cg) reported air in the line and stated the home patient (hp) had disconnected from the homechoice (hc) in error as they thought therapy was completed. The cg stated that the hp disinfected the patient line and reconnected. It was unknown what the patient did to "disinfect" the line. The technical service representative (tsr) had the cg close all clamps and assisted with the end of therapy early procedure. Proper procedures per the user manual were reviewed with the reporter. The cg would notify the peritoneal dialysis registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.